Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 01/21/2010 and 01/29/2010 by phone, fax, and mail. A completed questionnaire has not been received. Almond m, wu m, chen p (2009). Pigment dispersion and chronic intraocular pressure elevation after sulcus placement of 3-piece acrylic intraocular lens. J cataract refract surg 2009; 35:2164-2166. (B) (4)

Event description:
In a journal article, a surgeon reported a pt that developed pigmentary dispersion and elevated intraocular pressure (iop) following sulcus placement of an intraocular lens (iol). During the implant surgery, a posterior capsule tear was noted and an anterior vitrectomy was performed. On the first postoperative day, the intraocular pressure was 31 mmhg. The pt was placed on medications. At one week postoperatively, the iop was normal and medications were discontinued. At one month postoperatively, the iop was 48 mmhg. On examination, the iol was well positioned in the sulcus but diffuse peripheral transillumination defects were noted in the right eye; no defects were present in the left eye. The optic edge could be seen as a silhouette through the transillumination defects. The pt was again placed on medications. At twenty-one months postoperatively, the bcva was 20/20 and the pt continued medications. Additional info has been requested.